Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2020. It was reported that the patient spoke with their manufacturer representative the morning of the call and explained they felt the leads were in the wrong place this time. They were changed to program six that morning and were still not feeling the stimulation. They noted they would be seeing their doctor tomorrow and may have the leads removed.